Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon occurred because the board of the receptacle unit malfunctioned. It has been over 9 years since the subject device was manufactured, and it is likely that the malfunction is due to aging deterioration caused by long-term usage. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was evaluated by olympus and it was determined no image was present when tested with multiple scopes. The cause was attributed to a video connector socket failure. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus, model cv-190, video system center was returned to olympus for processing with no problem reported. Upon inspection and testing of the returned device, it was determined no image was present. This report is submitted for the malfunction of no image. As this was found during in-house service, there was no patient involvement.